Manufacturer narrative:
A review of the returned catheter found a cracked hub which would result in leakage, confirming the complaint. CAPA c-2020-016 was previously initiated to address the problem, however, the corrective actions implemented failed to mitigate the failure. The root cause investigation has been re-opened with a new CAPA c-2021-039. The CAPA will also capture the initiative to improve the product design.

Event description:
2.6 fr argon dl PICC placed by intervention radiology on (B)(6) 2021 in right femoral vein catheter trimmed to 15.5 cm with no external length. On (B)(6) 2021 at 1500 crack found along red hub where needless connector attaches PICC removed and new PICC inserted to continue treatment.

Manufacturer narrative:
Sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
2.6 fr argon dl PICC placed by intervention radiology on (B)(6) 2021 in right femoral vein catheter trimmed to 15.5 cm with no external length. On (B)(6) 2021 at 1500 crack found along red hub where needless connector attaches PICC removed and new PICC inserted to continue treatment.